Manufacturer narrative:
The device was evaluated by a dräger service technician and the divan ventilator assembly was replaced. The replaced divan ventilator assembly was returned and evaluated. The reported failure could not be reproduced as the assembly passed the self test.

Event description:
It was reported that during the case, the machine displayed a vent error alarm. The patient was reportedly manually ventilated and the machine was reportedly swapped out. There was no patient injury reported. A dräger service technician was dispatched